Event description:
It was reported the patient had an issue with morphine. There was no trouble with the pump. The pump was functioning as it should. The patient needed extra oral medication for pain. The pump medication was not enough for pain. The patient was in pain and presented to the emergency room (ER) for morphine drip medication for pain. The pump was checked and appears to be functioning correctly. It was stated there is not 100% way of knowing that pump is functioning unless it is removed but that is not done often. The patient was seeking a physician to manage their care. The pump was delivering prialt and morphine. Additional information reported the patient has a history of overdosing on oral medications. The patient overdosed on oral narcotics and landed in the emergency room (ER). The attending physician updated the pump to minimum rate. That action led to underdose and withdrawal. The patient is not very stable and getting good pain relief. They are no longer taking oral opiates or ¿benzo's.¿ they plan to continue pump therapy. The increase in pain was because the ER doctor put the pump at minimum rate. It was about a week until the patient came into the hcp office and had the pump increased. The pump was delivering clonidine 250 mcg/ml 12.0 mcg/day morphine 25 mg/ml 12.494 mg/day bupivacaine 25 mg/ml 1.2 mg/day prialt 3 mcg/ml 0.144 mcg/day.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).